Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that there was less efficacy with the spinal cord stimulation system. No environmental factors were noted to have caused or contributed to the issue. Impedances were checked, and there were ¿off¿ high impedances on electrodes 8, 10, 11, 12, 14, and 15. The manufacturer representative reprogrammed around the electrodes which showed high impedances. Additional information was received from a health care professional regarding the patient on (B)(6) 2020. The patient was to receive an MRI to determine if the leads are in the right place. There were no further complications reported.

Manufacturer narrative:
H3: product ID: 977a260 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Electrical testing of the lead determined that continuity was complete and there were no electrical shorts between the circuits; however, the lead was not completely seated in the implantable neurostimulator (ins) connector port. Product ID: 97714 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type lead. Analysis of the ins and lead have not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient¿s pain relief was not as effective, the patient had an increase of pain, and it was found her lead was fractured. The lead was explanted and returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the cause unknown. The patient had surgery as a result. The expiring ins was removed and replaced.